Manufacturer narrative:
A follow up report will be submitted upon completion of the investigation. E1: reporting institution phone # (B)(6). E1: reporter phone #: (B)(6).

Event description:
The customer reported a speaker malfunction inop error message. No sound was coming from the device. Patient involvement is unknown. There was no report of patient or user harm.

Manufacturer narrative:
A philips response service engineer (rse) spoke to the customer and confirmed a ¿speaker malfunction¿ inop message was displayed on the device, but the device did not produce sound. The rse determined that the main board needed to be replaced. The customer was provided a replacement mainboard to resolve the issue. Based on the information available and the testing conducted, the cause of the reported problem was a faulty mainboard. The reported problem was confirmed.